Event description:
Boston scientific was notified in 2003, that the gdc 10-3d 3d-shape synerg detection circuit was kinked in the introducer sheath. No complications with the patient were reported during this event. On evaluation of the device, it was noted that the unit was returned separated in two pieces.